Manufacturer narrative:
Health professional? Information not provided. Device evaluated by manufacturer? The device sample was sent to the manufacturing site for evaluation. The results of the evaluation are not available at the time of this report. Usage of device: the reported issue was found during inspection. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: there is a hole in the sterilized packaging. The reported event was found during inspection. No patient injury reported.